Event description:
Defibrillator (ICD) reached an eri battery status in three years.

Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) had reached an eri battery status in three years.